Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 1.3.2 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were 2 session of application logs present of the issue date. Both session captured multiple interference error while user was in registration and navigation task. Apart from that session didn't capture the root cause of the reported behavior of issue in the tracking of reference frame. H6: b01, c19 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system was unable to track the cranial reference frame, however it was able to track the probes during a craniotomy. They swapped the spheres on the frame, as well as tried a different frame. They took the camera cart from a different system, and repositioned the camera, they were eventually able to track and complete the case. It was noted that the issue could not be replicated with either system outside of the procedure/ not in the or. There was a delay of less than hour. There was no impact on the patient's outcome. The probable cause was the lights in the or interfering with the camera.